Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed and required new retractor bands and drawer boards. The customer reported the issue occurred when the user was trying to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the control boards were defective. A field service engineer replaced half height board and drawer board for drawer 3-2, ran diagnostics, tested drawer and all pockets, tested ok. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed and required new retractor bands and drawer boards. The customer reported the issue occurred when the user was trying to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.